Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles revealed that the vfie module had some incoming pressure errors, and the infusion pole was reporting errors as well. Later in the day, the vitrectomy module reported a vit2, which means that the pressure the unit is receiving is below 3 bars. It was advised to check if the internal pressure is correct. If the internal pressure is lower, it was recommended to increase it with the internal reducer in the base of the eva unit. If the pressure is correct, it could also have been the supplied pressure from the wall outlet being unstable at the time. In addition, it was advised to check if the infusion pole motor is driving the infusion pole correctly, as this issue could be due to the motor or the pole itself. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (nx-low infusion-posterior). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during posterior procedure, the iop is unstable, infusion on/off automatically turned off. The footswitch function does not have an irrigation function. No report that actual patient harm occurred, however, due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during posterior procedure, the iop is unstable, infusion on/off automatically turned off. The footswitch function does not have an irrigation function. No report that actual patient harm occurred, however, due to the reported event, surgery was prolonged > 30 minutes.